Manufacturer narrative:
Investigation summary: one mz1000 sample from an unknown lot was received without packaging for investigation no connecting products were received to assist the investigation in this instance. The feedback provided by the customer indicates that leakage was detected from a crack during use of the maxzero component. A visual inspection of both the photograph provided by the customer and the returned sample confirms the customer's experience as a crack is visible on the female luer adaptor (fla) of the maxzero component. The sample was then subjected to pressure testing; leakage was detected from the cracked fla. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced device damage while still considered operable. The following information was provided by the initial reporter: on (B)(6) 2022, maxzero was connected. On (B)(6) 2022, leakage of the drug fluid was observed; when checking the product, the hcp found a crack on the maxzero. Drugs used are soldem 1 + meylon 7% 20ml connected with soldem 3a + meylon 7% 20ml, given at a rate of 79ml/h, and saline given at a rate of 121ml/h.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced device damage while still considered operable. The following information was provided by the initial reporter: on (B)(6) 2022, maxzero was connected. On (B)(6) 2022, leakage of the drug fluid was observed; when checking the product, the hcp found a crack on the maxzero. Drugs used are soldem 1 + meylon 7% 20ml connected with soldem 3a + meylon 7% 20ml, given at a rate of 79ml/h, and saline given at a rate of 121ml/h.